Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm and also had battery failed alarm. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.